Event description:
Penumbra pxslim would not fit inside the 4fr glide catheter. Physician switched to different coils because of this.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the distal portion of the catheter shaft is damaged. The damage starts approximately 2.5 cm from the distal tip and continues until 9.2 cm proximal from the tip. This portion of the shaft appears to be pinched and kinked. Conclusion: the complaint has been evaluated. The complaint indicates that the pxslim would not fit inside of a 4f glide catheter. During the evaluation of the product it appears that the distal portion of the catheter shaft was damaged. Once the distal shaft was damaged the o.d. Became out of the product specification which may have caused difficulty advancing it into the glide catheter. The distal tip of the pxslim may have been damaged due to improper handling or lack of support inside the catheter when attempting to insert it through the glide catheter. The pxslim o.d. (0.037 in) is compatible with a 4f (0.053) device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.